Event description:
Event occurred in patients home. Ventilator quit delivering breaths an was unable to initiate spontanious breaths/trigger ventilator. Patient manually ventilated; vent turned off manually and restarted. No further problems x 2 hours. Vent exchanged. No alarms. Accessories: humidifier and o2 source. Operating on ac power. No patient harm.